Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a pulse generator check that the lead impedance was high. There was a noted lead warning and the lead polarity was changed from bipolar to unipolar on. The physician suspected a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.